Manufacturer narrative:
On (B)(6) 2012 a respiratory therapist reported a inomax dsir (#(B)(4)) had a constant alarm and the screen froze. Unable to silence the alarms, the rt shut down the device and rebooted the device, and was continued on the pt. An hour later the display screen started to flicker again. ((B)(4)). The inomax dsir with serial #((B)(4)) is under investigation. A supplemental report will be submitted within 30 days of completion of investigation.

Event description:
This initial spontaneous report was received on (B)(6) 2012 from a respiratory therapist in the united states regarding a (B)(6) male adult who experienced device failure (screen malfunction) while on inomax dsir ((B)(4)). No medical history or concurrent conditions were reported. No concomitant medications were reported. The start date of inomax therapy via the inomax dsir was reported as (B)(6) 2012; the therapy was administered for an unk indication. On (B)(6) 2012 approx one hour after inomax dsir was initiated in line with a drager ventilator on the pt, an alarm sounded and the screen froze (top half of screen was grayed out). The inomax dsir was turned off and rebooted. No issues occurred after the reboot and the inomax dsir was placed back on the pt. About an hour later the display started to flicker. The rt shut the inomax dsir off and switched the inomax dsir out. The pt was stable during this time per an arterial blood gas the nurse obtained during this device failure. No problems occurred with the new inomax dsir. The inomax dsir which malfunctioned was sent to the MFR for analysis. The reporter stated that the "device had failed" and he "couldn't get it to work again;" he believed he could not rely on the device for the pt's therapy. No harm occurred to the pt.